Event description:
The customer reported observing liquid on the reaction wheel cover and on the drip tray under a reagent probe on a unicel dxc 600i synchron access clinical system. The customer also reported fluid in the reagent carousel compartment. The leak was contained to the instrument. The operator was wearing gloves and a lab coat. There were no reports of direct contact with the leak or of injury as a result of the leak. There were no erroneous results generated in connection with the leak.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed a leak from the reagent probe. The fse replaced the reagent syringe and t-valve, but the leak was not resolved. The fse then replaced the collar wash valve and the leak was resolved. (B)(4)..